Event description:
Customer reported that her insulin pump drive support cap is protruding and the insulin pump is alarming and squirting the insulin out during the manual prime. Customer stated that the insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with cracked case at display window corners. No black screen or black dot noted during testing.